Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. The foreign material was identified as chloride. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: the component of the material, chloride, is not originated from an endoscope, but is used for medicine, etc. Therefore, we could not specify why the material adhered. Chloride component and chlorine gas used at the user facility may have repeatedly seeped into the sw via rubber parts little by little, which reaction generated chloride. We presume from dents on the s-cover that temporary impact generated gap on the control section which led to water invasion and then the event occurred. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during tha device inspection that the videoscope exhibited a white foreign material on the switch board contacts. There were no reports of patient involvement.